Event description:
The patient reported that she forgot to bolus for her dinner meal. She stated that she is now registering "hi" (typically greater than 500) on her meter. She reported that she was feeling "yucky and sick to her stomach." The patient also reported that for the past two days, she had been receiving e4 (occlusion) errors but reported that she has been able to clear the error and continue use of her infusion device. During troubleshooting with the company representative, the patient was having difficulty changing the cartridge. The company representative assisted the patient in being able to change the cartridge, prime the infusion set tubing and administer a bolus to reduce her blood glucose levels. No medical treatment was required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation.